Manufacturer narrative:
(B)(4). On (B)(6) 2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
During a trial with the 3mm maryland, while using the bovi, the doctor noticed that the instrument was not working correctly as the energy was getting to the tip of the instrument. It smelled like something was burning and when the instrument was taken out of the trocar the instrument shaft was melted and there was soot in the trocar. After the case, where the trocar had been, the patient had a burn. Instrument had been used previously at facility and worked fine. Patient was burned at incision area where product at, no medical intervention required, no user harm. The device was under current for 10 minutes, the device was inserted through the trocar and was being held by the doctor. The event was resolved by removing the device from the facility and sending it in {for investigation}. The hernia procedure was completed as planned. Although additional questions were asked, nothing further was answered. This record captures the (B)(4) that had been used in the event.